Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the report indicated that the orbit rdfl complex fill coil ((B)(4)) was not stretch resistant in the proximal part. Another product was utilized to complete the procedure. There was no patient injury and the product will not be returned for analysis. No further clinical/procedural information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15157130 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. It is possible that device manipulation may have contributed to the stretched coil. However without the return of the device for analysis and due to the lack of information, no conclusion can be made regarding the event or possible contributing procedural factors. With review of the device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Kinks were noted in the hypotube. Introducer was partially unzipped and 6.7cm of the support coil were outside of it; the rest of the support coil, gripper and embolic coil were inside of the introducer. Embolic coil was still attached to the gripper and it was stretched at proximal side and presented residues of blood. No other damages were noted. Gripper and embolic coil were inspected under microscope and gripper presented no damages while the stretched condition on the embolic coil was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15157130 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "coil stretched/unraveled" was confirmed. Embolic coil was stretched at proximal side. The root cause of the failure (stretched coil) and damages noted in the device could not be conclusively determined; however neither the analysis nor the DHR review suggests that the damage could have been related to the manufacturing process; inspections are in place that prevents that this type of damages on trufill dcs coils from leaves the facility. The cause of the complaint remains inconclusively and undetermined. Therefore, no corrective action was taken. Please note that no further information regarding the event was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the report indicated that the orbit rdfl complex fill coil ((B)(4)) was not stretch resistant in the proximal part. Another product was utilized to complete the procedure. There was no patient injury and the product will not be returned for analysis. No further clinical/procedural information is available. Corrected data (analysis was accidentally not included with follow-up 2 medwatch report): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15157130 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Kinks were noted in the hypotube. Introducer was partially unzipped and 6.7cm of the support coil was outside of it; the rest of the support coil, gripper and embolic coil were inside of the introducer. The embolic coil was still attached to the gripper and it was stretched at the proximal side and presented residues of blood. No other damages were noted. Gripper and embolic coil were inspected under microscope and the gripper presented with no damages while the stretched condition on the embolic coil was confirmed. The reported stretched proximal end of the coil was confirmed to be stretched. The root cause of the failure (stretched coil) and damages noted in the device could not be conclusively determined. Inspections are in place to prevent this type of damage from leaving the manufacturing facility. It is possible that device manipulation may have contributed to the stretched coil. Due to the lack of procedural information pertaining to the stretching of the coil, no conclusion can be made regarding the event or possible contributing procedural factors. With review of the analysis of the device and device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
During a coil embolization procedure, the report indicated that the orbit rdfl complex fill coil (B)(4) was not stretch resistant in the proximal part. Another product was utilized to complete the procedure. There was no patient injury and the product will not be returned for analysis.